Manufacturer narrative:
H4: the lot was manufactured from june 19, 2020 - june 22, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that fluid was inside the device bladder which suggested an underinfusion may have occurred. Additionally, the photograph also showed white drug residue inside a blue container that stored the device which suggested leak may have occurred. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (small volume) did not fully infuse the medication dose to the patient and leaked. This was identified upon disconnection of the device. The device had been filled with fluorouracil 4600mg in 115ml sodium chloride 0.9% for a 46 hour infusion. The patient¿s access was a portacath on the left chest wall and a 20g x 1.0 catheter was used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.